Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The product analysis confirmed that unit showed dark image due to a damaged charge coupled device. The most probable cause of the complaint is component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image problem (dark image). The issue occurred during an unknown procedure. The procedure was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image problem (dark image). The issue occurred during an unknown procedure. The procedure was completed with the same device without delay. There were no reports of patient harm.